Manufacturer narrative:
Upon review of the additional information received on 20-apr-2026, submitting a supplemental MDR to update b3 - date of event, b5 - describe event or problem and h6 - adverse event problem.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (unspecified) while wearing the device. The patient was treated with unspecified antibiotics. Additional information is being solicited, a supplemental report will be submitted if received. Additional information received on 20-apr-2026, indicated that the infection occurred on (B)(6) 2026. The infusion site was the leg and it was reported to be hot, red and painful. The patient's legal guardian (lg) contacted the general practitioner (gp) via email, linked with a photo submission and antibiotics were prescribed without an in-person visit. The patient removed the pod in the shower and a new pod was applied on a different site. The gp prescribed amoxicillin antibiotics to be taken 3 times a day for 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (unspecified) while wearing the device. The patient was treated with unspecified antibiotics. Additional information is being solicited, a supplemental report will be submitted if received.